Manufacturer narrative:
Failure analysis noted that the insulin pump alarmed no delivery during the no delivery test due to faulty force sensor resistor (gold). The pump had a cracked display window corner, a cracked reservoir tube lip and a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the reservoir is not empty and when she primed she could hear the motor very loudly. Troubleshooting was completed and the customer was advised to revert to the backup plan. The customer was advised that the pump will be replaced. The insulin pump was returned.